Manufacturer narrative:
(B)(4). Upon further review, it was determined that dyspnea (difficulty breathing) was most likely due to the patient¿s underlying conditions of fluid around the lungs and heart (hydrothorax) and blood clot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced difficulty breathing coincident with automated peritoneal dialysis (apd) therapy. The cause for the event was not reported. The patient was hospitalized for the event and other unrelated indications. Treatment was not reported. No further information was provided regarding the outcome of the patient for difficulty breathing. No additional information is available.